Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the air inlet path assembly was observed to be peeled off and blocked the airflow delivery route and made the flow come out improperly caused the issue. The inlet air path assembly needs to be replaced to address the issue.